Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no anomalies or deviations were found if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Patient: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner was implanted into the cup system. Over time the liner disassociated from the cup and needed to be revised. The liner was exchanged for a lipped version and the head exchanges for a 32 +9 ceramic ts head. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # : (B)(4).

Event description:
Patient was also revised due to pain and loud squeaking.